Event description:
Customer reported that he had high blood glucose and the insulin pump alarmed button error. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with button error alarm and unresponsive buttons due to corroded keypad traces. No display ramping or moisture on electronics or motor were noted during visual inspection. Unable to perform the prime test due to button keypad anomaly. Unit had cracked case at display window corners and scratched display window. Unit was received with loose/flush drive support disk and missing end cap sticker.